Manufacturer narrative:
Concomitant medical products: biotronik crtd; cmrm6133eu envelope, implanted: (B)(6) 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the left ventricular (lv) lead had dislodged. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.